Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "the shaft broke off." The monopolar curved scissors (mcs) instrument was found to have a broken tube extension at the proximal end and was found to have a broken main tube at the distal end. The broken pieces were not returned. The broken pieces measured roughly at .587¿ x .300¿ in size and .263¿ x .270¿ in size, respectively. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, during use of the monopolar curved scissors instrument, a piece of the instrument's main tube and tube extension fell into the patient. While the broken the instrument pieces were retrieved and there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the shaft broke off of the customer's monopolar curved scissors (mcs) and fell in the patient. All of the pieces were retrieved and there was no reported injury to the patient.